Event description:
The patient reported that he accidentally dropped the pump onto a ceramic tile floor from the height of five feet. The display lens popped off upon impact; the display screen continued to be usable and appeared normal. He reported that he disconnected to re-prime the pump and all of the insulin pushed out of the tubing during the load step; the "no cartridge detected" message appeared on the screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.